Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.

Event description:
Colombia. Allegedly, after 11 months, the patient underwent surgery due to pain, where a broken implant shell was found.